Event description:
Revision surgery - the posterior stabilized insert post broke.

Manufacturer narrative:
On (B)(6) 2013, it was reported by an agent that a revision surgery took place after the post broke on the tibial insert. The original surgery was performed on (B)(6) 2007. The components had been in-vivo approximately 6 years at the time of revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows there are (B)(4) prior complaints against the posterior stabilized insert, none of the complaints were for a broken post. The root cause for the revision is a broken post on the ps tibial insert. Because the broken component was not returned and no information regarding the patient activity or history of trauma was received; a definitive root cause cannot be determined. Factors that can contribute to post failure are: repeated high loading in flexion or hyperextension, trauma, and high activity level including heavy or high impact. There are no indications of a product or process issue affecting implant safety or effectiveness.